Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced overnight hypoglycemia while using the ilet with a dexcom g7, noted as trending lower overnight on multiple nights, and managed supplies after dinner with approximately 30 units remaining; the user treated the low with oral carbohydrates including glucose tablets, apple juice, and candy, and planned to contact a trainer for assistance with avoiding overnight lows. Symptoms included feeling "fuzzy". Outcomes included transient hypoglycemia lasting about one hour without medical intervention, hospitalization, or ketone testing. Investigation included review of available user logs and provision of troubleshooting and education with recommendation to follow up with clinical support. Investigation of this case revealed no device alarms and no confirmed device malfunction; the event was consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.